Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to oversensing. The physician elected to perform an invasive procedure to remove the lead and replace it with a new lead of the same model.